Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection procedure, when the device was fired, the vessel was cut by stapler but it could not closed, however, only a few staples were on the tissue which created an incomplete staple line. The patient lost 3 liters of blood and required 12 units of blood to be transfused. The patient's blood pressure fell excessively. The vessel was sutured to close it. The patient's current status is fine.